Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6 device evaluation: the device is related to the reported event capsular contracture received on october 03, 2023, with lot number 2078808. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Additional observations: creases were observed. Deformation observed. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.